Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). A review of the device history records revealed no issues that could have caused or contributed to the volume accuracy failure. The external/internal inspection was performed and passed, along with all of the electrical testing. The fluid volumetric accuracy test was performed and the device failed, therefore, pal performed a more detailed inspection of the door assembly. The inspection showed that the door the piston foam was deteriorated. When a test article piston foam was installed, the device passed the accuracy confirmation testing. The evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed accuracy confirmation testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.